Event description:
The patient had been implanted with two percutaneous leads (from the same lot). It was reported the patient lost stimulation coverage on one side of the desired pain pattern after experiencing a fall. The physician allegedly believed the leads had migrated. Patient underwent surgical intervention. During the procedure, the physician explanted the leads and was unable to implant new leads due to a build up of scar tissue. The patient has now been referred to a neurosurgeon for further follow-up. This issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.